Manufacturer narrative:
The returned ingenio was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the pg was exhibiting premature battery depletion. The devices longevity had been progressively depleting since early last year, and continued to decrease. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis, and the investigation is currently in progress. This report will be updated upon the completion of the investigation, and will include final analysis results. (B)(4).

Event description:
It was reported that the pg was exhibiting premature battery depletion. The devices longevity had been progressively depleting since early last year, and continued to decrease. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device has been received for analysis, and the investigation is currently in progress.